Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed an unexplained reboot on (B)(4)2015. A visual inspection of the pump showed that the battery compartment and battery cap were intact. During testing, the pump emitted a call service alarm at power up. The complaint could not be fully investigated due to this. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump cover was opened and no damage was observed to the power circuit. Evidence of moisture was found on the printed circuit board and display flex.